Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. The date of the event was unknown and was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years, 10 months and 20 days following the implant of this transcatheter bioprosthetic valve, heart failure exacerbation/recurrent heart failure and diastolic hypotension was reported. Transesophageal echocardiogram (tee) showed severe aortic regurgitation. Approximately ten days following the tee, angiography confirmed the severe aortic regurgitation to be the cause of heart failure. Subsequently the valve was explanted and aortic valve replacement (avr) was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject transcatheter aortic valve (tav) was returned to medtronic for product analysis. The explanted valve was reviewed by research and development engineers and the following observations were made: tav outflow view: there is an approximate 15 mm tear on l1 adjacent to the margin of attachment (moa) starting from a commissure area (com1). Leaflet edges did not appear to be frayed which is typical of instantaneous dehiscence and had some extent of visible deposition. Edge from inferior commissure area (ica) was more sealed than the edge near superior commissure area (sca). The tear portion in ica and sca seemed to have started along and 0.5 mm from the stitch line respectively. All the sutures on the moa were intact. There was also commissure pad dehiscence diagonally opposite to the torn l1. Tav inflow view: there was a moderate/severe crease on l1 resulting from misalignment. Hypothesis from research and development engineers: this corevalve valve most likely had severe misalignment post deployment where l1 was coapting underneath the adjacent leaflet, leading to a permanent crease observed from the inflow end. Long term, severe misalignment can progress to prolapse where leaflets lose coaptation against adjacent leaflets. This results in higher stresses which can subsequently result into pre-mature leaflet tear and commissure pad dehiscence. The frame fractures were observed by the research and development engineers, and the following was noted: the frame appears to be damaged due to localized excessive focal heat exposure, possibly induced by the cautery during explant. The frame damage images indicate material disruption and loss with coincident heat-induced discoloration of adjacent frame surfaces. These are not fatigue-related fractures and not associated with in vivo operation of the corevalve tav. Post-implant occurrence of aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. Heart failure is listed in the device instructions for use (IFU) under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). A relationship of the heart failure symptoms to the device or procedure could not be determined, though it is likely related to patient condition / severe aortic regurgitation, as it was reported. Hypotension is also known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In conclusion, the observed tear during the analysis of the valve most likely was due to the suspected severe misalignment post deployment that progressed to prolapse where leaflets loose coaptation against adjacent leaflets. This resulted in higher stresses which subsequently resulted into pre-mature leaflet tears. In this case, it is possible that the condition of the implanted valve in addition to the tear, may have led to the reported central regurgitation, subsequently leading to the heart failure. However, based on the information available, excluding any potential artifact related to the explant technique and without review of echo/cine/angio files for this case, a conclusive cause of this event could not be determined. The device history record for the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex in an explant kit inside the container jar, submerged in cloudy solution. The outflow frame appeared distorted, elliptical-shaped. Remnants of tan brown pannus remained attached to the outflow frame. Leaflets will be arbitrarily identified as l1, l2 and l3. All leaflets appeared tan, soft and pliable except where host tissue extended. There is an approximate 15 mm tear on leaflet 1 (l1) adjacent to the margin of attachment. Edges looked sealed with layers of visible deposition. The stitch line on the margin of attachment appeared intact. Leaflet 1 (l1) appeared partially closed. Leaflet 2 (l2) appeared partially twisted and in the closed position. Leaflet 3 (l3) appeared in the closed position. Tissue dehiscence observed on commissure 1. Commissures 2 and 3 appeared intact. From the inflow aspect, thick, glistening off-white pannus was adhered to the inflow crown tips extending into the luminal surface appearing to reduce the orifice area. From the outflow aspect, remnants of light tan pannus remained attached to the outflow frame. Tan brown pannus adhered to the abluminal surface of the skirt extending to the margin of attachment of all leaflets. Unknown amount of pannus may have been removed during explant. Multiple bends noted on the frame strut adjacent to one of the paddles. The paddle strut appeared bent with an adjacent fracture. Additional frame fractures were noted on two frame cells in the waist region. Damage possibly may have occurred during valve explant attributed to tools used during the procedure, such as forceps. Radiography confirmed the observed frame fractures. No evidence of calcification on the returned valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.